Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. External and internal visual inspections of unit revealed exposed wiring of cable, right ang ext, 2.5id/5.5od 16awg. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup performed without errors using returned 4g gsm modem. Initially unit was unable to boot up due to exposed wiring. In result i3 unit was able to be powered on by directly plugging in the end tail of the golden power supply to the unit. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home using golfen power cord and golden power supply. The reported problem that the pes will not hold power was confirmed. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable. There were no adverse consequences to the patient. The patient electronic system was replaced.